Event description:
Material- not provided. Material lot- not provided. I'm a customer of yours. I have been using the bd ultra fine 30 ui 6 mm syringe for many years. For some time now I have noticed that some syringes have come with a drop of liquid already inside them from the factory. I was very worried. I'd like to know what this liquid is.

Manufacturer narrative:
Additional information was added to: b4, b5, g6, h2, h3, h11. Correction to: h6 (impact code, clinical code, type of investigation, investigation findings, and investigation conclusions). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
(B)(6) 24april2025 update/additional information from region. Product description: insulin seringa bd ultra fine 30 ui 6mm, 0,25 mm. Material number (sku): I don't know what that is. Lot number: 3325076 a. Description of product problem: not provided. What part/component/piece of the product is involved in the complaint? Syringe. Purpose of use: in what procedure was the product being or would be used? Insulin application. Do you have samples of the damaged product? Yes. How many units are available for collection: as I bought a box of 100, I still have some unopened bags to evaluate. I've already discarded several syringes with this problem. I would venture to say that 50% of the syringes that came in this box had problems. I bought a sachet at the pharmacy on the weekend that was from the same batch and it also contained syringes with problems. Contaminated sample, if yes report the substance: not provided date of event detected: I photographed it on april 15th but I had already seen it in march. When was the defect detected: before or during use: before, however, since I hadn't been checking the syringes, I certainly used a syringe contaminated with this factory oil. Which is worrying me a lot are any patients involved? If yes, describe in detail: yes. Diabetic patient. Was there a need for medical intervention? Not in principle. But as he is a patient with many health problems, it is difficult to be sure that none of the problems were caused or aggravated by this contamination. Was there a need for surgical intervention? No. Was there a need for hospitalization or extension of hospitalization? No. Was there exposure to chemical/biological agents (independent of the use of ppe)? I don't understand. Was there an accidental needle puncture? No. Did the event lead to death? No. Can you share any sample photos/video related to this event? Photo was sent in this email. The picture is added in to the pir. Additional comments: I would like an answer as a matter of urgency because I am very worried about what this oily substance is inside the syringes. I'm losing sleep over the possibility that it has been applied and is aggravating the patient's health. And for the moment I don't have the courage to use bd syringes. I've been using them for 5 years